Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering and permanent injury, however, no details have been provided. No manufacturing issues associated to the reported event as described were found in the reviewed lot. DHR review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures, inspection procedures, as documented in work order and lot history records. Product passed all required inspections at both end product and subassembly levels. The instructions for use (IFU) included with this product prescribed the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. IFU states the device is supplied sterile and the package must be inspected for damage prior to use. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of ventral incisional hernia with a non bard/ davol proceed mesh on or about (B)(6) 2009. On or about (B)(6) 2010, the patient underwent a surgical mesh removal and repair of a recurrence of the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2012, the patient underwent a repair of a recurrence of the hernia defect and a bard ventralight st mesh with echo ps positioning system, reference number 5955113, lot number huwc0648 was implanted on the same day. As alleged, the patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish, emotional distress, injury, anxiety, depression, disability and the device was defective.